Event description:
We are having issues with the inline offset impactor. Multiple incidents of debris coming out of inside impactor when attaching to cup implant. Device has been cleaned thoroughly with no residue or debris coming out but after sterilization, more debris comes out. Case type / application: tha 4.1.